Event description:
It was reported that the patients device was no longer working as the ipg was difficult to charge and would not connect to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.